Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was a lead integrity alert (lia) and that the patient received inappropriate shocks for possible t-wave oversensing (twos) on the right ventricular (rv) lead. There was high impedance, oversensing and short v-v intervals noted on episodes. The lead remains in use. No further patient complications have been reported as a result of this event.